Manufacturer narrative:
The complaint investigation for false positive results for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Tracking and trending review determined no trends identified for the product related to the complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the specificity performance was not negatively impacted. The overall performance of architect total b-hcg reagents in the field was reviewed using worldwide data determined that the performance of the lot is acceptable. Labeling was reviewed and determined that the issue was adequately addressed. Based on the investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 08042ui00.

Event description:
The customer observed a false positive architect total b-hcg result for a patient. The following data was provided (reference range: less than or equal to 5.0 miu/ml = negative): on 07aug2020 sid (B)(6) = result = 416.01 miu/ml (positive) the clinician questioned the result because it did not match the patient¿s clinical medical history. On 11aug2020 sid (B)(6) = repeat result = less than 1.2 iu/l (negative) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for a patient. The following data was provided (reference range: less than or equal to 5.0 miu/ml = negative): on (B)(6) 2020 sid (B)(6) = result = 416.01 miu/ml (positive). The clinician questioned the result because it did not match the patient's clinical medical history. On (B)(6) 2020 sid (B)(6) = repeat result = less than 1.2 iu/l (negative). There was no impact to patient management reported.